Manufacturer narrative:
Mentor became aware that the following information was erroneously omitted form the follow-up report sent on (B)(6) 2019: the patient also suffered bilateral capsular contracture; baker grade unknown. On 8/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 475cc mentor memorygel breast implant, catalog: 3504751bc, lot: 7628069, sn: (B)(4) and (left) 475cc mentor memorygel breast implant, catalog: 3504751bc, lot: 7626427, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/11/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed a crease in the posterior aspect. Leak testing was performed and it revealed a tear measuring 0.1 cm within the crease previously found. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The measurements indicate the implant met the specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/1/2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 325cc saline breast prosthesis. Deflation of the right breast prosthesis was confirmed by the patient's doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.